Event description:
Event description: guidant received information that this implantable cardioverter defibrillator (ICD) produced fault codes and a "device malfunction" error message during a normally scheduled follow-up. The device was explanted and replaced without incident.